Event description:
It was reported that when using the bd pyxis¿ medbank tower cubies did not release after the medication was deassigned. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not releasing after de-assigning the medication. A technical support specialist remotely accessed the unit and assisted the customer in attempting to open the drawers using the manual lever and by de-assigning and releasing the cubies; however, the cubies did not release. The customer then swapped the cables with those from another machine and retried the de-assign and release process, which successfully released the cubies. Advised the customer to restore the original cables after testing, and the customer acknowledged. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.